Manufacturer narrative:
The electronic records were downloaded for review. The reported issue of no defibrillation energy delivered was unable to be verified. The records showed that the device successfully charged and delivered a shock. Per the lifepak 1000 operating instructions, absence of a muscular response from the patient such as jumping or twitching is not a reliable indicator of actual energy delivered or defibrillation performance. The reported issue of incorrect AED shock advisory in AED mode was not able to be verified. The root cause of the reported issues was determined to be user perception. No problem was detected on the device. Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device did not provide defibrillation energy when pressing the shock button. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive, however the customer confirmed that the device use did not contribute to the patient outcome. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device did not provide defibrillation energy when pressing the shock button. Additionally, the customer alleged that the device may have given incorrect AED shock advisory in AED mode. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive, however the customer confirmed that the device use did not contribute to the patient outcome. Section h6 device code grid of initial MDR indicates: failure to deliver shock/stimulation. Section h6 device code grid of initial MDR should indicate: failure to deliver shock/stimulation, failure to analyze signal.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy when pressing the shock button. Additionally, the customer alleged that the device may have given incorrect AED shock advisory in AED mode. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive, however the customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.  A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy when pressing the shock button. In this state the device may not be able to deliver defibrillation therapy, if needed. The patient associated with the reported event did not survive, however the customer confirmed that the device use did not contribute to the patient outcome.